Event description:
It was reported that the intra-aortic balloon pump (iabp) started alarming when in use. The screen was frozen, x's on battery and helium icons. As a result, the iabp was switched out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the screen was frozen, x's on battery and helium icons" is not confirmed. The returned main power switch and cpm board passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) started alarming when in use. The screen was frozen, x's on battery and helium icons. As a result, the iabp was switched out. There was no report of patient complications, serious injury or death.